Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 294 mg/dl, which was treated with a bolus delivery. Customer reported that blood glucose had been 400 mg/dl. Customer states that reservoir was leaking as she could see fluid and smell insulin. Customer saw healthcare professional and basal rates were adjusted. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that there may have been two air bubbles. Customer did not receive any alar. After troubleshooting, customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer called back to completed high pressure test. Insulin pump passed high pressure test. Call was dropped.